Event description:
Scrub technician was opening supplies for a procedure and noticed the blue wrapping inside a plastic wrapped cardinal health 200 u-drape convertor was stuck inside the plastic seal. When the package was opened it ripped the blue wrapping, making the orthopedic u-drape convertor unusable for surgery. The product was u-drape convertor (ref # 8474, lot # 20mgr042). Health care providers have noticed this issue happening more frequently.